Event description:
While using a endo-catch pouch to pull out the appendix, the pouch was inserted in the trocar and when the lever was pulled to close the pouch the handle broke in half. The instrument was removed and taken off the field. The patient was inspected and no other parts were determined to be missing. A new pouch was opened and given to the field.